Manufacturer narrative:
7/24/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. As the clinically applied suture was not returned for co's evaluation co could not reliable determine the cause for the difficulty reported.

Event description:
The device was used during an unspecified procedure. Reportedly, the suture was placed subcutaneously and caused infection.